Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer during a follow-up appointment. The patient had mentioned they had heard the s-ICD emitting tones earlier in time but did not go in for an appointment. A magnet placed over the s-ICD was unable to elicit any tones. The physician suspected the battery may have prematurely depleted. A revision procedure will be performed shortly, and the patient is hospitalized. S-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported. This event will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer during a follow-up appointment. The patient had mentioned they had heard the s-ICD emitting tones earlier in time but did not go in for an appointment. A magnet placed over the s-ICD was unable to elicit any tones. The physician suspected the battery may have prematurely depleted. A revision procedure will be performed shortly, and the patient is hospitalized. S-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was confirmed to have no telemetry, no wake-up pulse, and no tones. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden increase in power consumption that resulted in the clinically observed premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer during a follow-up appointment. The patient had mentioned they had heard the s-ICD emitting tones earlier in time but did not go in for an appointment. A magnet placed over the s-ICD was unable to elicit any tones. The physician suspected the battery may have prematurely depleted. A revision procedure will be performed shortly, and the patient is hospitalized. S-ICD remains in service. No additional adverse patient effects were reported.